Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found the front cover and enclosure to have damage from being dropped, as well as an outdated pcb and power switch. It was also noted that the serial label is seriously damaged. The reported customer complaint was able to be confirmed; the problem source has been determined to be user interface from the device being dropped. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that incident occured during movement of the equipment; no patient involvment.

Event description:
It was reported that the device was dropped. No patient injury or complications were reported in relation to this event.